Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2102) was confirmed. During investigation, the belt node to therapy electrode was defective causing the faults. The root cause for the service code 2102 was a defective belt node and therapy electrode. No adverse event resulted from the damaged belt.